Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a scheduled procedure. Upon investigation, it was revealed that the right ventricular lead exhibited elevated capture threshold. The lead was capped and replaced. Patient was stable prior, during and post procedure.